Manufacturer narrative:
This is a combination product the device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope with a single use distal cover, the patient coughed up the distal cover at the end of the procedure. The patient did not experience any adverse effects as a result of this occurrence. The patient had thickening of the gallbladder due to acute cholecystitis. It is unknown if there were any abnormalities in the appearance of the scope or distal cover prior to or after the procedure. It is unknown if antifogging agents were used during the procedure, although the customer states that they usually do not. Neither the scope nor the distal cover can be returned for evaluation. Images were provided however to aid in the investigation of the root cause. The customer reports ¿we suspect that the tech didn¿t properly install the cover as it isn¿t separated. We have since changed their protocol to ensure it doesn¿t happen again. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and h6. H6: information added to this field that was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.